Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID 8731sc (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2012; explant date (B)(6) 2025 brand name; product ID 8590-8 (lot: n336178); product type: 0001-accessory; implant date (B)(6) 2012; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (5 mg/ml at 0.2401 mg/da) and bupivacaine (5 mg/ml at 0.2401 mg/day) via an implantable pump. It was reported that the pump had reached the elective replacement indicator (eri) and the healthcare provider (hcp) replaced the old catheter with a new ascenda catheter as there had been reported volume discrepancies during the pump refills. It was unknown how long the discrepancies had been going on for. No external factors were involved and it was unknown if troubleshooting was performed. The issue was resolved.

Event description:
Additional information was provided from a healthcare provider via a company representative stated that the cause of the volume discrepancy was unknown. The pump reservoir had more than expected. The last pump refill before the surgery was on (B)(6) 2025. The expected volume was 3.1 ml. The actual volume that was retrieved was 9.2 ml. There was a 6.2 ml discrepancy noted. On (B)(6) 2025, the pump was refilled with 20 ml of morphine 20 mg/ml. Bupivacaine 14 mg/ml. On (B)(6) 2025, the pump nurse programmed the pump with the following settings: simple continuous (24-hour dose): morphine3.328 mg/day and bupivacaine 2.329 mg/day. The actual reservoir volume was 9.2 ml, and the expected reservoir volume was 3.1 ml.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.